Manufacturer narrative:
The following sections are updated per new information obtained in product investigation: section d6a: implant date: give date: 6/28/2021. Section d9: device available for evaluation: yes section d9: return to manufacturer: 8/26/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned and evaluated. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that a haptic was stuck to the optic body, which can be attributed to handling and also the viscoelastic residue drying off and sticking the haptic to the lens and therefore cannot be confirmed to be related to manufacturing. The lens was cleaned, and the haptic became unstuck from the optic body. No further issues were observed. The complaint issue could not be confirmed (dc-haptic stuck to optic is similar to the complaint issue however unfolding issues cannot be confirmed without a recording of the procedure), and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed a complaint which is a voided duplicate of event in this file and therefore no further escalations are required. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was fully inserted but would not unfold in the patient's left (os) eye. The lens was removed and replaced with a back up lens during the same procedure. There was no additional surgical intervention performed. The patient outcome was not provided. No further information provided.